Manufacturer narrative:
No service was requested. The ventilator was investigated by a third party service provider who reportedly only performed preventive maintenance on the ventilator. No parts were returned for investigation. Provided ventilator logs confirms the failed flow transducer test during pre-use check. Due to lack of replaced parts, the root cause of the failed flow transducer test during pre-use check has not been determined.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).